Event description:
It was reported, the device exhibited a downstream occlusion error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found, the device to be in used condition. Multiple 'high alarm displayed: downstream occlusion' alarms were found in the event history log. Functional testing was unable to duplicate the reported problem. However, the issue was verified, in the ehl. It was determined, that the most probable cause is the main board. The main board was replaced. The service history review identified, no indication that the complaint was related to a service of the device within the review period.